Event description:
Pt has been "feeling crappy" since they had stent implanted. Symptoms include sob, pain in right lung, fever, rash on arms/legs, weakness, shoulder pain. Pt feels like something is in their right lung. Pt has had many visits to pcp and cardiologist with no resolution. Pt is on omnicef, mobic and ibuprofen for relief of symptoms. The cardiologist's nurse researched the internet and found info on these stents. Pt is very worried about this.